Event description:
During a coronary drug eluting treatment procedure, foreign matter was found on the stent. During preparation it was noticed there was a fiber on the stent. Consequenty, the stent was never used and never touched the pt. No pt complication or injury was reported. Pt status is reported to be "satsfactory/good".